Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was found on the handle, shaft and distal end. Dried saline was found on the distal end and inside several irrigation ports. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter had a leak. During an ablation procedure for atrial flutter, the irrigation port on the intellanav mifi open-irrigated catheter developed a leak. They completed the case by replacing the catheter with no issue. No patient complications occurred and the patient was fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter had a leak. During an ablation procedure for atrial flutter, the irrigation port on the intellanav mifi open-irrigated catheter developed a leak. They completed the case by replacing the catheter with no issue. No patient complications occurred and the patient was fine.